Event description:
New information received indicated that additional misdiagnosed ventricular tachycardia episodes were observed. Additional programming changes were suggested. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that trough remote transmission that multiple episodes of diagnostic issues were observed due to inappropriate programming. Programming changes were recommended. No further information was provided.